Event description:
It was reported that during an implant attempt, the lead had no capture in the branch. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or lead serial number, the manufacturing date cannot be determined.